Event description:
It was reported that a patient experienced hyperglycemia after the ilet cartridge connector was turned left and left unlocked, which prevented insulin from being delivered through the tubing despite the system attempting delivery. Symptoms included elevated blood glucose reaching 350 mg/dl. Outcomes included transient hyperglycemia without hospitalization. Investigation included review of ilet reports and user troubleshooting and education. Investigation of this case revealed that the cartridge was not secured, consistent with user handling error leading to insulin not reaching the infusion set while the device issued a 400 ilet alert. It was concluded, based on previously established findings for similar reports, that the cause was use error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.